Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Additionally, it was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issues were verified while based on the analysis, the alleged battery unresponsive issue could not be verified.